Manufacturer narrative:
H6: investigation summary no samples or photos received by our quality team for evaluation. A device history review was conducted for batch number 2025238. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacture of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. H3 other text : see h10.

Event description:
It was reported that 15 bd safetyglide¿ needles were blocked while preparing the vaccines. The following information was provided by the initial reporter: "15 blocked needles, unable to advance plunger on vaccine during preparation of vaccine. Needle removed, and needle with different lot number used... Needles with this lot number removed from clinic rooms and set aside as other lot numbers available and due to the fact of large numbers with problems. Bio-med already aware of issues with this lot number impact of incident: no who was affected? Patient... - were you able to draw up solution and then unable to expel? Unable to advance plunger on vaccine during preparation of vaccine - is there any visible blockage? No"

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 15 bd safetyglide¿ needles were blocked while preparing the vaccines. The following information was provided by the initial reporter: "15 blocked needles, unable to advance plunger on vaccine during preparation of vaccine. Needle removed, and needle with different lot number used. Needles with this lot number removed from clinic rooms and set aside as other lot numbers available and due to the fact of large numbers with problems. Bio-med already aware of issues with this lot number impact of incident: no. Who was affected?: patient. Were you able to draw up solution and then unable to expel?: unable to advance plunger on vaccine during preparation of vaccine is there any visible blockage?: no.